Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# v413612, implanted: (B)(6) 2010, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated that her first implant never provided her any therapy. Patient stated that ¿it was 'poking and stabbing like a knife¿. Patient stated an x-ray later determined the lead wires of this implant were broken and the device was removed. Patient stated they left a piece of the wires in her when removing it. No further patient complications have been reported because of this event in the event description. The patient indicators for use are for urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3889-28, lot# v413612, implanted: (B)(6) 2010, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that it didn't work so for 2 years she was going back and forth with her and they took x-rays and found that it wasn't connected properly so she took it out and put a new on in, in 2012. The patient stated that it never worked and the patient had a lot of intestine problems. The patient also mentioned that the leads weren't in the right place and they broke off. The patient reported that she had grease inside of her and this occurred 2 years after 2010. The patient noted that there were no falls or trauma and the leads were broken because of the way they were put in. The patient stated that she couldn't stand the pain and the stress of it. It was stated that the patient went to her health care professional (hcp) before going to florida because she couldn't deal with the pain and they were going to remove the implant, but the hcp came out of the surgical room and said she wasn't going to do it. The patient noted that the hcp said she should give it another change, but the patient reported that it never worked and it was not working. The patient also mentioned that it felt like she was sitting on a nail, which started right away. There were no further symptoms or complications reported or anticipated.